Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that during a remote follow up, an error message of "device parameter reset" was noted on the device. Abbott technical support was contacted, however, no intervention has been performed at this time. The patient was in stable condition and will continue to be monitored.

Manufacturer narrative:
Further information was requested but not received.